Event description:
A patient reported to u.s. Food and drug administration (FDA) of experiencing halos with the intraocular lenses (iols), model zlu225 and zlu150. The patient waited for a year and there was no change in the vision and waited another year which still no change was noticed. The patient indicated that the symptoms make it impossible to drive at night or to use the computer and that the television also has halos coming from it. The patient went in for help and was told that the symptoms will "go away, stay the same or get worse". This report pertains to the reported event with the intraocular lens, model zlu225. A separate is being submitted for the other lens, model zlu150.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as there is no indication that the device was explanted. Initial reporter phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.